Event description:
Customer reported experiencing a low blood glucose level, with the lowest recorded at 44 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low reading. Though the customer was able to complete a system check, no issues were found with insulin administration or device settings, and the incident did not require further technical support.